Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces from both tubes / fragments of silver coiled') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 7 trailing coils noted from left tubal ostia and 2 trailing coils from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces from both tubes / fragments of silver coiled') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 7 trailing coils noted from left tubal ostia and 2 trailing coils from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received: case become serious incident. Essure removal date, event device breakage added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.